Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was leaking when a device was withdrawn from the trocar. The surgeon pour water over the trocar and air continued to pour out. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.